Event description:
It was reported following an interventional procedure an angio-seal device was deployed (date unk) to seal the arteriotomy site. The pt later (time unknown) developed signs and symptoms of retroperitoneal bleeding and two units of packed cells were transfused. There were no further complications. The deploying physician alleges the angio-seal device did not contribute to this event.